Manufacturer narrative:
Device lot number is unknown as it was not provided. Device expiration date is unknown and the unique identifier number is unknown as lot number was not provided. Device manufacturing date is unknown as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that during laser firing (raster) there was suction loss in right eye due to the patient squeezing the eye. Procedure was completed as planned after reacquiring suction.